Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The indication for filter placement is not available. The filter subsequently malfunctioned, including, but not limited to, perforation, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants¿ optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, perforation, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information was received from the patient profile form (ppf) which indicated the filter was embedded in the wall of the inferior vena cava (ivc) and the device is unable to be retrieved. The ppf further noted ¿the filter was in place for more than 90 days, too risky to attempt retrieval. Future perforation and fracture are likely.¿ there are no documented attempts to remove the filter. The patient also stated she has constant lower chest pain, horrible nightmares about the filter killing her, anxiety and fear of future device failure in the future. Additional information was received from medical records that the indication for filter placement was bilateral left femoral deep vein thrombosis (dvt). A jugular approach was used due to the dvt. A venocavagram showed a significant clot in the bilateral common iliac veins but not in the inferior vena cava with flow via an accessory vein. An optease filter was placed at the level of l3-l4. A spot film confirmed good placement. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the filter was placed due to extensive left iliofemoral deep vein thrombosis, resulting in left leg pain and swelling. The patient was also noted to have a loss of pulse when standing and bluish discoloration of the foot. A left lower extremity venogram showed occlusive thrombus throughout the mid and proximal superficial femoral vein, left common femoral vein, and left external and common iliac veins. A jugular approach was used due to the dvt. A venacavogram showed a significant clot in the bilateral common iliac veins but not in the inferior vena cava with flow via an accessory vein. An optease filter was placed at the level of l3-l4. A spot film confirmed good placement. Pharmacological thrombolysis was then performed on the thrombus and was then mechanically removed from the left iliac and femoral veins. After several passes with the angiojet thrombolysis catheter, a follow up venogram demonstrated patency of the left popliteal vein, superficial femoral vein and common femoral vein. Occlusive thrombus remained in the left external and common iliac veins. Thrombolytics were infused over-night. The filter subsequently malfunctioned, including, but not limited to, perforation, and caused injury and damages to the patient. Per the patient profile form (ppf), the filter is embedded and cannot be retrieved. Approximately four months post-implant an unsuccessful percutaneous retrieval attempt was made. After using multiple snares and attempts to collapse the filter, the cranial third of the filter would not collapse into the sheath. The procedural dictation indicated that the cranial margin of the filter has ingrown into the ivc and therefore retrieval was not possible despite multiple attempts. The patient reports constant lower chest pain, shortness of breath, horrible nightmares, and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety, shortness of breath and chest pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. After further review of additional information received the following sections PMA/510k, if follow-up, what type have been updated accordingly.

Manufacturer narrative:
Additional information provided on the patient profile form (ppf) alleges that the filter is embedded and cannot be retrieved. Approximately four months post-implant an unsuccessful percutaneous retrieval attempt was made. The patient discovered at that time the filter is embedded in the wall of the inferior vena cava (ivc). The patient is also reported to have suffered shortness of breath related to the filter not being retrieved. Information contained in the medical records indicated that the filter was placed due to extensive left iliofemoral deep vein thrombosis, resulting in left leg pain and swelling. The patient was also noted to have a loss of pulse when standing and bluish discoloration of the foot. Access for the filter placement was gained through the left popliteal vein. A left lower extremity venogram was performed and demonstrated normal course and caliber of the left popliteal and distal superficial femoral veins. There was occlusive thrombus throughout the mid and proximal superficial femoral vein, left common femoral vein, and left external and common iliac veins. The filter was deployed within the infrarenal ivc. Pharmacological thrombolysis was then performed on the thrombus and was then mechanically removed from the left iliac and femoral veins. After several passes with the angiojet thrombolysis catheter, a follow up venogram demonstrated patency of the left popliteal vein, superficial femoral vein and common femoral vein. Occlusive thrombus remained in the left external and common iliac veins. The decision was made to place a multi-side hole infusion catheter and infuse thrombolytics over-night. The patient was to return the following day for repeat angiography and possible further intervention. Approximately four months later a percutaneous attempt was made to retrieve the filter via the right common femoral vein. A venavavogram was performed and showed a normal caliber ivc, free of thrombus. After using multiple snares and attempts to collapse the filter, the cranial third of the filter would not collapse into the sheath. The procedural dictation indicated that the cranial margin of the filter has ingrown into the ivc and therefore retrieval is not possible despite multiple attempts. Legal files statements: additional information was received with updates made to the following sections: (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.